Event description:
It was reported that a malfunction alarm occurred and the pump shut off unexpectedly. Reportedly, the customer reverted to an alternate method of insulin therapy.customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.